Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose since (B)(6) 2017. The customer states that their blood glucose levels were in the range of 298 mg/dl and 450 mg/dl. Their current blood glucose level was 373 mg/dl. They had symptom of headaches. They treated their high blood glucose with the insulin pump. It was noted in troubleshooting that they found some very small bubbles in the tubing. Insulin had exit during the manual prime and fill tubing test. There was no bent cannula. The customer called back the next day and reported that they were in the emergency room on (B)(6) 2017 because of high blood glucose. Their blood glucose level at the time of admission was 332 mg/dl. They were given intravenous fluids. After the high-pressure test was performed the customer was advised that the insulin pump was working as intended. The device will not return for analysis.